Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The top case was cracked by front corners, tube holder and left side of handle. Bottom case was cracked by l-bracket screws and corner lining was worn off. Plunger head was cracked by all screws. Fluid ingression inside plunger head. Error history log review found a force sensor test error. The root cause of the reported issue was found to be a user error. Actions were taken to mitigate the reported issue: performed preventative maintenance and all functional tests.

Event description:
It was reported that the pump had a force sensor test error. No patient injury was reported.